Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Products: 429688 lead implanted: (B)(6) 2013; 4470 competitor lead implanted: (B)(6) 2004. (B)(4).

Event description:
It was reported that there was noise consistent with emi (electromagnetic interference), which was preventing pacing and resulting in oversensing. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Evaluation summary: analysis of the device memory indicated oversensing due to emi (electromagnetic interference)/noise.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.